Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: a broken plate incident occurred. The first operation was done on (B)(6) 2015. The plate broke in mid-(B)(6) 2015; this was confirmed by x-ray. The second operation was done on (B)(6) 2015 to remove the broken implant. Revision surgery done with locking compression plate (lcp) 3.5mm extra articular distal humerus plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device history record review: manufacturing location: (B)(4) - manufacturing date: july 3, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the lcp-distal humeral plate occurred at the third distal bore. When examining the proximal fracture surfaces of the lcp-distal humeral plate using the scanning electron microscope (sem), the areas of fracture initiation and the fracture behavior were identified. The one fracture surface was strongly abraded, destroyed and showed material smearing. On the upper side, parallel to the destroyed fracture surface several fatigue cracks were documented. In the non-destructed areas single dimples were observed. Dimples are a sign for a forced fracture. On the other fracture surface a primary and a secondary crack initiation zone were documented. The primary crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surface. Each striation represents the successive positions of an advancing crack front, originating from cyclic loads (load and unload). The presence of these striations is a clear indication of a fatigue process. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads and also torsion. It is likely that the larger fracture site fractured first because of constant load cycles which led to the fatigue of the material, then to a first crack and finally to the overload. The smaller piece had to act as a single stabilizer and broke in a forced fracture under torsional loads. The implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.